Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and when trying to rewind and prime, it alarmed compromised force sensor system. The customer stated the insulin pump may have been bumped but the drive support cap appeared normal. Blood glucose value was over 200 mg/dl; he treated with manual injection. The insulin pump would be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test or verify a33 alarm due to motor error alarm. The insulin pump was received with normal operating currents and passed a21 error test and self-test. Motor passed motor test. The insulin pump had minor scratched lcd window, scratched case, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.